Manufacturer narrative:
(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * were there any patient consequences? : there is no patient consequences attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on 23-may-2024 and suture was used. While performing surgery, three foils were broken. The fourth foil suture was already broken at the swage point when it was open. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/23/2024. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one detached needle and a suture outside its packaging that pertains to product code nw1326. Upon visual assessment of the returned sample, it was observed that the suture was broken in two sections due to the strand had begun with a degradation process caused by exposure to the environment. In addition, the needle was examined, and a suture remnant was found in the barrel hole. Per the conditions of the returned sample, the functional test could not be performed. The foil was visually inspected, and excessive wrinkles and a hole in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.